Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified aorta. A 33/7/2/100 equalizer balloon catheter was advanced for dilation. However, during inflation at 19 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.